Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm after a fixed prime on her insulin pump. During troubleshooting, insulin did not exit during a fixed prime. After disconnecting and reconnecting the reservoir and infusion set, insulin would not exit when pushed through with a plunger and there was greater than normal resistance. The reservoir may have been occluded. Customer's blood glucose was 170 mg/dl. Nothing further reported.